Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope had a scratch on the distal end and a chipped adhesive during maintenance involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.